Manufacturer narrative:
The instrument accessory will not be returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the curved cannula instrument accessory twists could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the single site curved cannula seemed to be curved in the opposite direction. The single site curved cannula accessory had been used for over two years. There was no allegation that any fragment(s) from the accessory fell into a patient and/or that any patient harm, adverse outcome or injury occurred involving the reported event. On december 16, 2015, intuitive surgical inc., (isi) contacted the initial reporter to obtain additional information. The customer stated that the top part of the single site curved cannula accessory twists at the bowl to tube interface where it should be stationary. The customer indicated that the item will not be returned to isi for evaluation.